Event description:
The patient reported that they were currently in the hospital because they were having severe gastric issues, like before they received their implant. Additional information reported that the patient had been vomiting for the last week or so prior to the day of the report and had been hospitalized. The patient¿s healthcare provider noted that the patient¿s vomiting symptoms were not getting better. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the cause of the gastric issues and the vomiting was due to their gastroparesis. Fluids were given to help resolve the issues. No further commutations were reported/anticipated.